Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported  intraoperatively that the right ventricular (rv) lead lead exhibited high thresholds and low p-waves. The physician attempted to reposition the lead multiple times. On the last two attempts the rv lead exhibited high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5: fourth sentence and h6: fdd code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported  intraoperatively that the right ventricular (rv) lead lead exhibited high thresholds and low p-waves. The physician attempted to reposition the lead multiple times. On the last two attempts the rv lead exhibited high impedance. The physician suspected that the lead must have been damaged during the multiple repositioning attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.